Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was contaminated with blood backflowing into the lead. The rv lead was then removed and replaced. The patient has no adverse consequences.